Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of leak was detected during testing with a leak detector. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, c-cover had a chip was found. There was no patient involvement.